Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one versaport v2 opt bladeless 12 long opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during a thyroid lobectomy the seal was damaged. The visual inspection of the device noted that the locking tabs on the 12mm head and the trocar were broken. Functional testing was precluded due to the observed damage. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged locking tabs. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a thyroid lobectomy, the self adjusting seal was broken. The device was not used on the patient.